Event description:
It was reported that when the zimmer knee immobilizer was opened by a nurse from the original box, a razor blade wrapped in masking tape with a velcro square attached was observed in the interior of the immobilizer. This device was not used for patient care and an alternate device was used. There was no report of harm or injury to the patient or the user. The razor blade was identified as a tool used during the mfg process to trim seams and inadvertently adhered to the product. A sharp mfg tool could potentially cause harm to the patient and/or user if undetected

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.